Event description:
The meter involved in this case has failed visual testing due to one of the battery grips were broken. If any additional information is available, the FDA will be notified in a follow up report. At this time, co considers this matter closed.